Event description:
During a case the balloon became stuck in the stent. The physician was able to remove the catheter, however the distal end of the balloon remained in the patient. The patient went to emergency CABG surgery.